Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. A microscopic examination identified a longitudinal tear in the balloon material beginning approximately 45mm distal of the proximal markerband and extending approximately 62mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 150, 135cm mustang balloon catheter was advanced for dilatation. However, when the balloon was inflated below rated burst pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 150, 135cm mustang balloon catheter was advanced for dilatation. However, when the balloon was inflated below rated burst pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.